Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg2cpkq12. Implanted: (B)(6) 2019. Explanted: (B)(6) 2026. Product type catheter ubd: 28-feb-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that there was an unknown fluid buildup around the pump. The patient that the pump that had a large fluid pocket around it. The patient had not had a refill since the pump was replaced in january. The was patient scheduled for a wash out surgery due to a suspected hematoma under the pump. Upon incision, it was noted that the pump segment had broken off and was no longer connected to the spinal segment. The pump had been replaced in (B)(6) 2026 and there were no issues reported then. The patient reported no symptoms. There was a revision ofthe catheter to reconnect the pump and spinal segment. It was unknown if there were any additional factors that may have contributed to the issue. Interventions taken to resolve the issue included that a catheter revision occurred. There was cerebrospinal fluid (csf) noted through the catheter access port (cap) chamber after the revision occurred, and the catheter was hooked back up to the pump. The issue was resolved at the time of the report. The healthcare provider (hcp) had no further information for the manufacturer.

Manufacturer narrative:
H2. Pump implant date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.